Manufacturer narrative:
The suspect power cord has been discarded, therefore, the part will not return and no failure analysis can be performed. The exact cause of the failure could not be determined.

Event description:
A customer reported the wall outlet sparked and produced a small flame when plugging in their ie33 ultrasound system. No patient or user was harmed as a result of the issue. The philips service engineer confirmed the problem and replaced the power cord to resolve the issue. After replacing the power cord, the system passed full functional and electrical testing and was returned to service.